Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right atrial (ra) lead had insulation degradation and was not able to function properly. The physician capped and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.